Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this external drive motor instrument had a burning smell and smoke issue, also it was very noisy and hot and the window cover was scratched. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic received information that during use of a bio-console external drive motor instrument at the end of a procedure, it was reported the instrument had a burning smell and smoke was observed. The instrument was also very noisy and hot and the window cover was scratched. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no error or warning displayed on the heart and lung machine, although a scratching noise was heard, coming out of the drive/pump. It was stated that an audible noise was heard, but no performance abnormalities were observed. No abnormal electrical event occurred, and hand crank was not used to maintain flow. The pump was not damaged, and it is unknown how long the pump was in use. Device evaluation:the reported burning smell, smoke, noise, heat and scratched window cover, were verified during service. The service technician stated that the cylinder chassis no longer had not a round shape, it had a torn oval shape. The service technician tried to resolve the issue by replaced the magnet cover , but the new magnet cover did not fit on the cylinder chassis and the instrument was irreparable. The instrument was scrapped. The instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console external drive motor instrument at the end of a procedure, it was reported the instrument had a burning smell and smoke was observed. The instrument was also very noisy and hot and the window cover was scratched. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no error or warning displayed on the heart and lung machine, although a scratching noise was heard, coming out of the drive/pump. It was stated that an audible noise was heard, but no performance abnormalities were observed. No abnormal electrical event occurred, and hand crank was not used to maintain flow. The pump was not damaged, and it is unknown how long the pump was in use.